Event description:
Boston scientific received information that the patient with this device experienced sinus tachycardia while exercising. As a result, the device provided inappropriate anti-tachy pacing and shock therapy, resulting in therapy exhaustion. The patient presented to a hospital emergency room and the device was reprogrammed. A local area sales representative reported that there were no issues with the patient. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.